Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.

Event description:
After a carotid stenting procedure, during removal of the angioguard (ag) device, the proximal marker band of the filter basket was detached from the core wire and migrated towards the distal side. The pt was (B)(6), but gender was unknown. The target lesion was left internal carotid artery. There were mild calcification and vessel tortuousity, the rate of stenosis was 95%. The stent placement was successful. Pre-dilatation and post-dilatation were performed with balloon catheter. After the stent was placed in the target lesion and post-dilated, the filter basket was properly docked into the tip deployment sheath. When the deployment sheath with docked filter basket was passed through the implanted stent by pulling on the guide wire with giving a slight tension, the distal marker band migrated towards proximal marker band. As a result, the distal marker band and the proximal marker band became lined up in one line. The ag was retrieve back into the guiding catheter (luncher 8f, medtronic) and removed from the pt's body as one unit. There was no adverse consequence to the pt.